Event description:
Summary: my first hernia surgery was on (B)(6) 2011. It was an inguinal hernia located on the left side of my groin. This was outpatient surgery. The mesh used was prolene mesh 3" x 6". Within two to five days' post-surgery, a bulge came up right beside the wound. After the first post-surgery appointment with dr. (B)(6), she sent me for an ultrasound and CT scan. Dr. (B)(6) also tried to put a needle in the bulge to try to draw off what was in it but nothing would come out. I had approximately three post-surgery appointments. On my last post-surgery appointment dr. (B)(6) told me it was a hematoma and it might or might not go away. I was then released from her care. So for three years and two months, I lived with the pain and discomfort. I always sat with a pillow on my lap and I was in fear something might touch it or hurt it more than it already was. The bulge was always very sensitive to the touch. I had to wear very loose fitting clothes. Whenever I went to a doctor I would always tell them ahead of time not to push there because I have a hematoma. On (B)(6) 2014, my husband took me to the hospital emergency room because I was very sick and dry heaving. Late that evening they determined what I was told was a hematoma was in fact a femoral hernia. A part of my bowel was protruding through a hole where my hernia repair was performed. I spent the night in the hospital and the next morning (B)(6) 2014 dr. (B)(6) operated on me. When I saw him after the surgery I asked him if it was a hematoma. He said no it wasn't. He confirmed that it was a femoral hernia. This was only the second femoral hernia he had ever treated in his many years in practice. He repaired the femoral hernia with a bard mesh plug. I have felt fine ever since this second surgery. (B)(6).